Event description:
The guidewire broke mid-shaft during preparation prior to the procedure. There was no patient involvement.

Event description:
The guidewire broke mid-shaft during preparation prior to the procedure. There was no patient involvement.

Manufacturer narrative:
The guidewire was returned in two sections. Visual inspection of the guidewire confirmed a fracture 73.1cm from the proximal end. A kink located near the fracture was present on the proximal segment, evident of manipulation. In addition, a fissure on the hypotube of the proximal segment was noted as well as a bend on the distal segment consistent with a bending action. Review and analysis of the available information indicates a probable root cause of operational context as it is likely that procedural factors caused the performance of the device to be limited.

Manufacturer narrative:
Additional information was requested and from the responses received it was determined that there was no damage noted to the packaging or the device prior to use. The dispenser hoop was flushed with saline prior to removal of the guidewire. Resistance was noted 4cm from the hub of the microcatheter during insertion of the guidewire outside the patient. No damages to the microcatheter were noted and the same microcatheter was used with another guidewire during the procedure.